Event description:
It was reported that the core micro drill an without user activation during a routine equipment eval at the user facility, by a manufacturer's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearings were discovered to be damaged and corrosion was found in the motor and press plug. Damage to the motor allows magnetic leakage onto the hall sensor, leading to drill activation.